Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found pvi leakage in the package.

Manufacturer narrative:
The reported event was confirmed to be supplier related. The evaluation confirmed that there was a tear at the seal of the pvi sachet that caused the leakage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: " bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves."

Event description:
It was reported that the user found pvi leakage in the package.